Event description:
The customer observed smoke coming from the spur motor on the accelerator automated processing system (aps). Service was dispatched to inspect and repair. No fire or injury was reported.

Manufacturer narrative:
(B)(4). Field service replaced the belt motor on the i2000sr interface module of the accelerator aps. The belt was ok for a while but then the motor stopped. The gear on the belt was found to be worn which caused the motor to stop then overheat and smoke. A new belt resolved the issue. The motor was still usable after replacing the belt and was not available for return. The belts and motors are commonly replaced to address belt movement issues. Historical complaint data was reviewed. No adverse trends involving the parts were identified. No other tickets were found indicating any evidence of fire/smoke/burning from the motor, part number 8-203835-01. No other issues were identified for the interface module that may have contributed to the complaint issue. Based on the available information, a deficiency was not identified. There is no evidence that reasonably suggests a malfunction occured. The worn gear on the belt was the root cause of the issue which was resolved through normal troubleshooting procedures provided in current labeling.